Event description:
Additional information received indicating that the event did not actually occur during implant; rather it was noted on a separate in-clinic follow up after the lead has already been implanted. Moreover, the involved right ventricular (rv) lead did not actually dislodge; but instead, was reported for having a dysfunction to which the customer did not elaborate on. Further attempts to obtain details regarding the reported dysfunction were conducted but were all unsuccessful. The procedure where the rv lead was explanted and replaced to resolve the event occurred during the separate in-clinic follow up.

Manufacturer narrative:
The reported event of ¿dysfunction¿ was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix to be retracted and clogged with blood. Visual inspection of the lead found three external insulation abrasions breaching the outer insulation proximal to the suture sleeve tie. The cause of the reported event was isolated to external abrasion consistent with friction to device can.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix length measured within specifications. Available implant information also revealed this lead was implanted after the expiration date. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found during visual inspection of the lead three external insulation abrasions breaching the outer insulation proximal to the suture sleeve tie consistent with friction to device can.

Manufacturer narrative:
Source: this product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-14456. During implant, it was reported that there were concerns to the right atrial (ra) and right ventricular (rv) leads. Lead dislodgement was observed but it could not be conclusively determined if it was with the ra lead, rv lead, or both. Both the ra and rv leads were explanted and replaced to resolve the event. The patient was stable with no consequences.